Event description:
During a left heart diagnostic procedure, while performing a power injection, the connection between the tubing and the manifold was leaking and may have backed off. One physician was sprayed in the eyes, but did not need any follow-up treatment. No harm or injury occurred as a result of this event.

Manufacturer narrative:
Two partial kits were returned to merit medical systems for eval. Each kit contained a 3-port manifold rated to 200 psi and a high pressure tube rated to 1200 psi. The tubing and the manifold were visually examined to determine whether the devices had been used. A mixture of contrast and blood confirmed that the devices had been used. After cleaning, the tubing and manifold were connected to a power injector, filled with water and de-bubbled, and the manifold ports closed. Pressure was applied in increments of 150 psi. No leaking occurred at 150 psi. At 300 psi, a slight leak developed at the manifold valve. At 450 psi, a significant leak developed at the manifold valve. In no case did the components back off from each other. Since the manifold is only rated to 200 psi while the tubing is rated to 1200 psi, any power injection above the manifold's 200 psi rating may experience leaking. Based on the preceding factors, merit believes the event is unlikely to have been caused by a product problem. Merit will continue to monitor events of this type to ensure that no increasing trends occur.